Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that a power on reset (por) message was observed but the caller did not note the code. The por was successfully cleared. Patient service confirmed that the por was not an overdischarge. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the power on reset was not determined. The rep reported that the patient said she wasn t near any sources of emi. No further complications were reported.